Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) corrected to death. Required intervention to prevent permanent impairment/damage (devices) should not have been selected. Therapy date from (B)(6) 2018 to (B)(6) 2016.

Event description:
New information noted that the cause of death was suspected to be due to complication of diabetes. There is no allegation from a healthcare professional that the death was device related.